Manufacturer narrative:
Device evaluated by the manbufacturer: the device was returned for analysis. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device when received. The waste bag was cut-off when received and not returned for analysis. Inspection of the device revealed numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range (10.06), without any leaks from the catheter shaft, pump assembly/boot or any errors/alarms from the console. Product analysis of the device did not confirm the reported leak, as the catheter shaft didnt leak from the shaft; however, product analysis did confirm the reported shaft kink.

Event description:
It was reported that a catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified deep vein in the left lower extremity. An angiojet solent omni catheter was selected for a thrombectomy procedure. During thrombectomy mode, it was noted that the golden part of the catheter was fractured and was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that there was no detachment on the catheter, and it was only bent.

Event description:
It was reported that a catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified deep vein in the left lower extremity. An angiojet solent omni catheter was selected for a thrombectomy procedure. During thrombectomy mode, it was noted that the golden part of the catheter was fractured and was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that there was no detachment on the catheter, and it was only bent.

Event description:
It was reported that a catheter break occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified deep vein in the left lower extremity. An angiojet solent omni catheter was selected for a thrombectomy procedure. During thrombectomy mode, it was noted that the golden part of the catheter was fractured and was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.